Event description:
It was reported that the right ventricular lead was explanted due to low impedance of less than 200 ohms and inappropriate shocks. No further patient complications have been reported as a result of this event. A 3500a was received and reports that the lead had low impedance less than 200 ohms and inappropriate therapy was delivered.